Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "air sensor not detecting air". Customer information: the complained pump was received by the service repair shop in (B)(6). Only in the short description of the complaint a malfunction could be noticed. No further complaint description was entered. No date of occurence was registered.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Only the air sensor of the infusomat space was sent in for an examination and root cause analysis in our service laboratory in melsungen. During the visible investigation of the sample, no damages could be found. For the functional investigation the air sensor was installed in an infusomat space test device from the service repair shop. After switch on the device, the self test started immediately and finished with a positive result. Furthermore an infusion line was inserted into the pump. The pump recognized the infusion line correctly. Once the infusion line was recognized, some specific data (e.g. Water values, temperature) , which were detected by the air sensor, were checked. All values were according the specifications of the technical safety check (tsc). After the line selection the delivery mode could be started without any problems/ alarms. The complaint could be not confirmed. Summing up all tests, the air sensor operated within our specification. Caused of send back only the air sensor, no further investigation could be performed.